Event description:
It was reported that a patient underwent an obturator sling procedure to treat pelvic organ prolapse and stress urinary incontinence. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
It was reported that following insertion of the mesh the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy procedure.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted due to pelvic organ prolapse.

Manufacturer narrative:
(B)(4).